Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There was gate vestige remaining on the clamshell preventing proper seating of the adapter. A review of the device history record indicates this product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. Root cause analysis of defective clamshells showed damage to the connector as a result of the manufacturing and assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, multiple adapters would not load onto the shell. The adapter wouldn't click into the shell. They switched shells and the adapter loaded on properly. There was no patient involvement.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.